Event description:
It was reported that upon opening the lead box, the lead packaging appeared 'ruffled' and 'possibly open.' The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. The analyst noted that upon return to the lab the lead package was opened with the lead box outside the package. It was not possible to determine an issue at that time.